Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed outside the united states. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information received by medtronic indicated that the insulin pump keypad buttons were unresponsive. The buttons were not working well. No harm requiring medical intervention was reported. Troubleshooting was performed and keypad was responsive. Customer stated pump was exposed to x-ray. It was unknown whether the customer will continue the use of the insulin pump. The insulin pump will be returned for analysis.

Manufacturer narrative:
The sc1 cap locks properly in place in the reservoir compartment noted. Pump received with scratched case and scratched keypad overlay during the visual inspection. Thump was utilized and downloaded trace/history files properly. In further analysis in the pump history found no unexpected motor errors/alerts noted. Pump received with intermittent button response on the select button. Pump passed the self test, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test. No unexpected motor error alarms/alerts during testing. The keypad overlay was removed to perform visual inspection and found cracked keypad dome switch on the select button. Pump was cut open to perform visual inspection and found no physical or moisture damage on the electronic assembly and motor assembly. The j1 connector on pcba 1 was locked properly during visual inspection. Pump received with intermittent button response due to cracked select button keypad dome switch. Customer alleged not confirmed for pump expose to x-ray. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.